Event description:
Depuy pinnacle metal on metal hip replacement of right hip. Severe thigh pain and discomfort for (B)(6) and now experiencing pain, soreness and discomfort in hip joint area. Very difficult at certain angles, to raise, and move the right leg up and to the left without a lot of pain. Dates of use: (B)(6) 2009 - (B)(6) 2011.